Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023. The abutment was removed during the same surgery.